Event description:
The customer states that an architect bhcg result of <2.0 miu/ml was generated on a pt sample that retested at 75.7 miu/ml on the same architect analzyer and 108.8 miu/ml on centaur analzyer. The sample was collected in 2004. The pt's latest's last menstrual period was 35 days earlier. No impact to pt management was reported.